Manufacturer narrative:
Device evaluation: visual inspection revealed the tips have fractured off both returned drivers. Potential cause: the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or the use of the driver as a removal tool. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: these devices were used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tips of two screwdrivers broke off intra-operatively during screw installation. The procedure was delayed while an alternative method of screw installation was developed. There were no reported patient impacts.this is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tips of two screwdrivers broke off intra-operatively during screw installation. The procedure was delayed while an alternative method of screw installation was developed. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2021-00372.

Event description:
It was reported that the tips of two screwdrivers broke off intra-operatively during screw installation. The procedure was delayed while an alternative method of screw installation was developed. There were no reported patient impacts. This is report two of two for this event.